Event description:
It was reported that the patient's device was turned on approximately six months before implant. The patient expressed concern about the battery having "six months wear on it." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).